Event description:
An endurant stent graft system was selected and inserted into but not implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology from the time of implant was not a factor. It was reported that prior to insertion of the stent graft delivery system the device rolled off the patient and hit the table. Prior to the device being inserted into the patient via a percutaneous access and the physician was concerned about the separation. About the same time the physician noticed that the nose cone and graft cover was separated, the physician noticed that the blue slider handle was slightly separated from the grey grip handle. The scrub tech over rotated the handle back into place. The device was on the guidewire but not inserted in the patient when the scrub tech grabbed the handle a second time to "tighten" the attachment and over tightened resulting in the handle cracking and the blue slider became loose and completely separated from the grey handle. The delivery system was unusable. The delivery system was discarded on site. Another endurant limb 16x20x124 was successfully implanted. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).